Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found a faulty degassing membrane due to air bubbles. The fse replaced the degassing membrane to resolve the issue. Upon replacement, the fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with a ¿g¿ flag on multiple chemistries including sodium (na), potassium (k), chloride (cl), blood urea nitrogen (bun), calcium (calc), creatinine (crea) and alanine aminotransferase (alt), involving the dxc 700 au clinical chemistry analyzer. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but verbally provided the results for one patient.